Event description:
It was reported that the patient presented to the clinic remotely via merlin on (B)(6) 2021 with non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD). Review of the transmissions revealed that they were caused by post paced t wave oversensing. Programming changes were made to the ICD which resolved the issue. The patient was in stable condition.